Manufacturer narrative:
Exact date unknown, event occurred a week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7072003.

Event description:
It was reported that the lead was coming through the patients skin. The patient underwent a procedure wherein the leads were explanted and will not be returned.